Event description:
A balloon ruptured following multiple inflations well above its rated burst pressure during a dilatation of a restenosed transjugular intrahepatic portosystemic shunt (tips) via the right internal jugular vein. Following balloon rupture, the balloon could not be removed through the sheath. A larger sheath was advanced to facilitate balloon removal, however, this was unsuccessful. The proximal hub of the catheter was cut and a snare was advanced via the right femoral vein to facilitate withdrawal of the balloon catheter to the femoral access site. The patient then underwent a cutdown for successful removal of the balloon catheter. Other balloon catheters were used to successfully complete the procedure. No patient sequealae from this event. A portion of the device has been received, evaluated and retained by this manufacturer. The engineering evaluation indicated the bifurcation of the catheter was missing and not returned for evaluation. The balloon material was detached from the proximal end of the catheter and folded over itself at the distal end. Only a fragment of balloon material was present on the proximal bond. The catheter measured 67.8cm including the balloon. The shaft under the balloon was flattened and slightly elongated. This device displayed characteristics consistent with continual exertion against resistance, an elongated shaft. Dilatation of a restenosed stent may result in contact with a surface that could damage the balloon material. It was also indicated the balloon was inflated and ruptured well above its rated burst pressure. MFR believes the above factors may have contributed to this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not inflate and remove carefully.. If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."